Event description:
The account alleges the patient position module alarm is very faint. No injury reported.

Manufacturer narrative:
No further information is available on the repair of the bed at this time.